Event description:
It was reported that pump kit, cadd -ms3 had no sound. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No device problem was found. The cause of the reported problem could not be determined. A DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.